Event description:
The pt reported that he feels that his infusion device is not delivering insulin consistently. He stated that he feels the piston rod of the device is not moving while the infusion device is bolusing and therefore, he is not receiving an adequate amount of insulin. The pt reported that his blood glucose values have been elevated (200-250 mg/dl). His normal range is 90-140 mg/dl. He did not report any symptoms associated with the elevated blood glucose. The pt stated that he will administer insulin injections to reduce his blood glucose values. The pt did not require assistance from a healthcare professional to address the issue. The product has been requested to be returned for evaluation.